Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000112164.

Event description:
It was reported that the patient's lead had migrated and it was confirmed via x-ray. The investigation did not determine which lead had migrated. Surgical intervention was undertaken and the lead was explanted and replaced.